Manufacturer narrative:
Patient's previous clamshell repair: MFR# 2916596-2022-00554. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small tear in the silicone covering of their driveline near the patient's previous clamshell repair. No alarms were noted and the pump was functioning as intended.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no photos were submitted and the product was not returned for evaluation. Additionally, a specific cause for the reported damage could not be conclusively determined. Abbott technical services recommended that the damage be repaired with rescue tape. The submitted log file contained data from on (B)(6) 2022. No notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas implant kit was shipped on 23dec2015. No further information was provided. The manufacturer is closing the file on this event.